Event description:
Patient identifier: (B)(6). Date of event: best estimate (B)(6) 2013. According to the information received an end user trying cathing with a catheter without any eyelets. He was at a restaurant and therefore could not empty his bladder for several more hours (until he returned home). Upon returning home he found another catheter that was the same way.

Manufacturer narrative:
The product was returned and it was visually verified that the device was missing eyelets on the tip of the catheter. Based upon examination of the returned product this complaint can be confirmed as reported.